Manufacturer narrative:
Returned for evaluation was a solero probe. The distal end of the ceramic tip was observed to be fractured off and was not returned. The fracture point of the tip is black/charred indicating the fractured occurred during ablation cycle. No other damage or manufacturing non-conformance was observed during sample evaluation. The customer's reported complaint description is confirmed. Although the event has been confirmed, a definitive root cause for the tip fracture cannot be determined; it does not appear to be manufacturing related. A potential contributing factor is damage to the tip prior to or during the procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
As reported: a patient of unknown age and gender presented for a microwave ablation of a renal mass using the solero system. The probe was tested in saline solution prior to using, confirmed location. Once in place using a spiral in CT, noticing nothing abnormal. After 15-30 seconds at 140w a high reflective warning displayed on the unit. Upon rescanning to check for placement and gas etc as per the manual, it was noticed the tip looked slightly bent. The treating physician tried to use 60w but had exactly the same issue. The treating physician determined to abort the procedure. Upon removing the needle (with no extra force compared to normal), it was realized the tip of the solero probe was no longer attached. It was confirmed with another scan that the tip was still in-situ within the tumour. At the time of this report to angiodynamics, the treating physician was waiting to hear from the urology department of the medical facility regarding doing a partial nephrectomy to remove the tumour and the tip. The patient was reported as stable. It was reported the disposable device is available for return to the manufacturer for evaluation.